Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm common iliac artery aneurysm, right external iliac artery aneurysm, with the 20 degree aortic neck angulation. The vessel morphology was reported as the proximal neck was 22mm in diameter and 21mm at the aneurysm entrance. The proximal neck length was 20mm in diameter and the diameter of the aneurysm was 45mm. The vessel diameter of right common iliac artery was 65mm. The right common iliac length was 85mm in diameter and the left common iliac artery length was 67mm. The aneurysm length was 120mm in diameter. During a routine follow up, it was discovered that there was no pulse in the patient's right distal limb. It was reported that there was stent graft kinking due to the vessel tortuosity, as there was angulation in the right iliac artery. The physician elected to remove the thrombosis and implanted a stent (bare metal stent).however; the patient still had poor blood flow and weak/feeble pulse. The physician elected to perform a femoral to femoral bypass. The physician will monitor the patient. The patient is fine. No additional clinical sequel ae were reported. Physician's comments: it is possible that the blood form has changed day by day after evar, which would lead to occlusion with occurrence of graft kinking.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; vessels tortuosity). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; vessels tortuosity). (B)(4).